Manufacturer narrative:
No longer meets the reportability criteria.

Event description:
The leads implanted in 2006 were providing effective therapy and there was no issues.

Manufacturer narrative:
Event date is estimated. UDI # not available.

Event description:
Related manufacturer reference number: 1627487-2021-02319, related manufacturer reference number: 1627487-2021-02323. It was reported that patient was experiencing ineffective coverage of therapy. As a result, to address the issue patient is awaiting surgical intervention wherein additional lead will be placed.